Manufacturer narrative:
(B)(4). This lot was manufactured from march 25, 2015 to march 27, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified a black particle, approximately 0.07 mm square, embedded in the stress member of the device and outside of the fluid pathway. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. The device was compounded with meropenem. There was no patient involvement. No additional information is available.